Event description:
A phakic pt implanted with an anterior chamber iol in 1997 was seen by an ophthalmologist (not the implanting surgeon). The phakic lens was explanted due to cataract formations and a corneal transplant was done. The postop report from the surgeon indicates good results as of 01/2001.